Manufacturer narrative:
(B)(4). The device was returned with the tissue pad intact and in good condition but not detached as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. This is what caused the reported issue of activation. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be made as to what damaged the blade at the pin hole. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: ID the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Is the detached tissue pad being returned with the device? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, the teflon is released from the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.